Event description:
Alcon packaging of intraocular lenses is very similar among different models. In this particular case a wrong intraocular lens was implanted because the model number and packaging was very similar to the intended lens. A sa6at5 - 22.5 lens was ordered but a sa6at6 - 22.5 was pulled by mistake and implanted. FDA safety report ID# (B)(4).